Event description:
It was reported that stimulation was stopping "out of the blu" for 3-5 minutes at a time when the patient was either walking or when she "changed positions." The reporter indicated that this had been happening for 2 weeks. It was noted that the patient had slipped, not fallen, about a month prior to the report. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3998, lot # va005le, implanted: (B)(6) 2012 product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708340, serial #(B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated a manufacturer representative had ¿adjusted the adaptive stimulation cones¿ for the patient. It was stated the patient had ¿stimulation sensation changes while walking¿ at the time of report. An additional report will be filed if further information becomes available.

Event description:
Follow up information reported that the patient had missed their appointment and had not yet been rescheduled. If additional information is received, a follow up report will be sent.